Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and advised that based on the customer's full description of the events, the battery met specifications. The stm ran both batteries with a trainer and test balloon at 80 beats for one hour and the iabp worked normally. Because the stm could not reproduce the issue, the power management board (pmb)was considered the most likely cause of the battery problem. The pmb was replaced and the iabp passed all functional and safety tests. Because the stm was unable to reproduce the issue, the stm asked the customer to run battery tests on each battery to confirm the issue was fixed. The customer reported back that battery 2 ran for 50 minutes, but battery 1 ran only for 25 minutes. The stm ordered new batteries and replaced the ones in the iabp. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
Initially, the customer reported that the cardiosave intra-aortic balloon pump (iabp) had battery issues. The getinge service territory manager (stm) later clarified that the customer's complaint was that after approximately 10 minutes, the low battery alarm sounded and showed visually as well. The leds on the batteries reflected what was shown on the display. Then the batteries would show half charge and the battery leds would again reflect the display and that this continued until the battery lost power after an hour. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved; however, no adverse event was reported.

Event description:
Initially, the customer reported that the cardiosave intra-aortic balloon pump (iabp) had battery issues. The getinge service territory manager (stm) later clarified that the customer's complaint was that after approximately 10 minutes, the low battery alarm sounded and showed visually as well. The leds on the batteries reflected what was shown on the display. Then the batteries would show half charge and the battery leds would again reflect the display and that this continued until the battery lost power after an hour. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved ; however, no adverse event was reported.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier stated that they verified the failure of "after approximately 10 minutes, the low battery alarm sounded". The supplier replaced component u20. The supplier installed the required rework, and the board passed testing. A senior repair technician inspected the power management board and no visual damage was observed, and upon inspection of the board per procedure, the installation of the required rework was verified. The nrc technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board was packaged and labeled and sent to stock per procedure.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The national repair center could not verify the failure of after approximately 10 minutes, the low battery alarm sounded. The service representative also could not verify the failure and asked the customer to perform battery run tests. The battery run tests failed, indicating that the batteries were at fault, not the power management board. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
Initially, the customer reported that the cardiosave intra-aortic balloon pump (iabp) had battery issues. The getinge service territory manager (stm) later clarified that the customer's complaint was that after approximately 10 minutes, the low battery alarm sounded and showed visually as well. The leds on the batteries reflected what was shown on the display. Then the batteries would show half charge and the battery leds would again reflect the display and that this continued until the battery lost power after an hour. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved ; however, no adverse event was reported.